Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device.

Event description:
A us dist contacted zoll to report that a (B)(6) year old female developed a skin irritation while wearing the lifevest. The pt reportedly had a rash prior to using the lifevest which cleared after the physician discontinued use of one medication. However, the pt reported that the irritation continued. The pt reportedly was scratching the irritated causing blood to come to the surface of the skin. The pt was also on blood thinners. The patient's physician prescribed a cream for the irritation.